Manufacturer narrative:
(B)(4). Date sent 1/21/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? Was there bleeding from the staple line or an anastomotic leak? If bleeding leak please answer these questions: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. If anastomotic leak please answer these questions: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than leak (malformed staples, staple line missing staples, etc.)? No how was the leak controlled? Changed surgical approach was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ostomy created ¿ which was on the differential anticipated outcomes without device failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, # mw5179628, during an unknown procedure, the doctor fired a staple load. And there was a leak along the staple line. There were no patient consequences reported.